Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room (ER) complaining of a shocking sensation in the "middle of the brain." The patient had been told to turn the device off, which he had done prior to the ER visit. This was corroborated by a return of symptoms, but the health care professional could not confirm visually because there was no programmer available at the time. The patient was admitted to the hosp. It was indicated that about one month ago, the pt banged into a clothes line pole and hit the area where the lead was implanted. Since then, the pt started experiencing an intermittent shocking sensation in the brain during night while stimulation was turned off (the patient turned off stimulation prior to going to bed and turned it back on in the morning). In the past four days, the shocking sensation was occurring also during the day. Impedance levels were normal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.